Manufacturer narrative:
According to the available information, the inflatable penile prosthesis was implanted on (B)(6) 2011, removed and replaced on 03/24/2021 due to detection of a leak. Additional information received indicated that the site of leakage was not seen. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the bladders of cylinder 1 and cylinder 2 occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or after explant. These separations are not associated with the cause for failure. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Event description:
As reported to coloplast, though not verified, additional information received 04/01/2021: site of leakage was not seen.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
Upon available information, although not verified, this device was explanted and replaced due to a suspected leak that was detected. It was later reported that the site of leakage was not visualized. No other adverse patient effects were reported.